Event description:
It was reported that the lead measured low impedance. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed. Outer insulation breached. All conductors had blood/body fluid (not obstructed). The distal conductor melted. The outer insulation cosmetic esc and had white substance and cosmetic depression.